Event description:
Customer received result of 63 mg/dl on the mobile system, and a result of 130 mg/dl on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the compact plus system (lot number and expiration date unknown). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the mobile system.